Manufacturer narrative:
H6: conclusion: no conclusion can be drawn at this time. (510(k)#k013718)

Event description:
The patient underwent a pelvic floor repair. The surgeon felt at the time of the surgery that adequate space at the apex was made for the mesh to lay flat. However, at the four week postoperative checkup, the surgeon noted a banding lide effect at the apex that was tender to the patient upon palpation. The surgeon recommended more time before the resumption of intercorse, however three weeks later. The surgeon is planning on returning the patient to surgery to transversely incise the mesh at the apex.